Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a health care provider (hcp) regarding a patient who was receiving unspecified medications via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were not provided. On an unspecified event date, the patient's device system was removed due to an infection. No further information was provided. Additional information has been requested regarding medication information, medical history, symptoms and diagnostics, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.